Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and limited mobility. During revision the bhr head and the bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This 65 year old male with a right bhr underwent a revision 6.9 years post implantation, due to a reported pseudotumor. The patient is reported as having long-standing right hip pain, unrelieved with conservative treatment including antiinflammatories and activity modification. It was reported that an MRI was obtained, which showed evidence of pseudotumor in the pelvis. The surgical revision report states that heterotopic ossification was removed from the capsule region and greater trochanteric region, and there was noted to be significant avn within the femoral component, which was debrided. A large cyst was reported along the fovea region of the medial wall extending to the pelvis, was also debrided. The bhr acetabular component was removed and replaced with a 58 mm r3 multi-holed acetabular cup and 20° xlpe liner. Neither supporting intra-op findings/images nor pathology/lab results were provided to confirm the reported pseudotumor. The clinical symptoms of the reported pseudotumor and bone cyst may be consistent with an adverse reaction to metal debris and/or to the reported avascular necrosis of the femoral neck under the femoral component, but this cannot be confirmed based on the information provided. The source of the reported pseudotumor and avn cannot be determined. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported patient underwent right sided revision due to pain and limited mobility.